Event description:
A physician reported a pt who was originally skin tested on 2 march 1998, and again on 30 march 1998 in the forearm with negative results. On 27 april 1998, the pt was treated in the vermilion borders and the lower nasolabial folds. On 29 april 1998, the pt phoned the physician, and stated that on that day, the second skin test site had become red, itchy, and raised. The pt stated that there were no symptoms at the areas of treatment, or at the first test site. The physician's office prescribed oral benadryl 50 mg for the pt's symptoms. The physician had not examined the pt, but believed, based on the pt's symptoms that the pt was hypersensitive. No further medical or surgical intervention was planned or prescribed.